Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the user blood glucose (bg) reading was less than 70 mg/dl; however, the bg reading did not decrease below 40 mg/dl. No symptoms of hypoglycemia were reported. There was no allegation of a loss of consciousness, seizure, or assistance from a third party. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4). This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.